Event description:
It was reported that 7/limt/high readings were obtained during a routine office visit. There were no reports of any patient manipulation or trauma that could have caused or contributed to the reported event. It was also reported that the magnet was not working as well with seizure control. The patient will be referred for a surgical consult, however, surgery has not occurred. Review of the patient's programming history available in the in-house database confirmed proper device function at the time of implant. Good faith attempts to obtain additional information including x-rays have been unsuccessful to date.